Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) opened the back panel and identified that the drawer was not staying closed based on the rear light indicator. After powering off the station, the drawer was removed and the latch insert was replaced, as the original magnet was missing. The drawer was reinstalled, all cables reconnected, the station rebooted, and testing confirmed successful operation. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer 4 failed to stay closed, which located on ER fst trk m. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.